Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2003: ni [not indicated]. (B)(6), md. Office notes. Possible ventral hernia. Abdominal pain, discomfort following hysterectomy in april of last year, now has baseball size mass under belly, becomes painful when strains. 240 lbs. Impression/plan: ventral hernia just below midline to the left, roughly the size of a grapefruit, I believe the mass is incarcerated, consider surgery as soon as possible. On (B)(6) 2003: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: repair of incisional hernia with mesh. Anesthesia: general. Indications: this 39-year-old female with history of hysterectomy. She has had prior examinations and the suspicion for hernia has been low. She presents now with complaints of bulge a bulge and pain. The diagnosis of incisional hernia was made. The recommendation for surgical repair because of her subjective complaints was discussed and advised. The procedure, risks, complications and benefits including but not limited to infection, bleeding and poor wound healing, possible use of mesh and recurrence have been discussed. Consent was obtained. Procedure: ¿the patient was brought to the operating room and placed in the supine position. General anesthesia was administered. The abdomen was prepped and draped in the normal sterile fashion. Incision over the left aspect if the previous hysterectomy scar was made and carried down through the skin and subcutaneous tissues. The hernia sac was identified, which extends cephalad. Circumferential dissection of the hernia sac was performed. Because of the scarring nature around the sac the fascial border was not identified until the hernia sac was opened. The hernia sac was opened to reveal omentum within the sac. This omentum was taken down from its attachments using electrocautery. It was cleared at the level of the fascia. The hernia was excised. Enough clearance of the undersurface of the abdominal wall was performed to allow for an inlay placement of dual mesh product. The non-adherent side was placed along the omental surface and the marlex portion was then attached to the abdominal wall using 0 ethibond sutures. Care was taken to place this in an underlay approximately 3 cm away from the fascial defect. Once achieving complete underlay with the mesh, the fascial borders were approximated without undue tension. Irrigation was performed. Hemostasis was endured. Upon completion of this, multi-layered closure of the subcutaneous tissue was performed. The skin was closed with a running subcuticular stitch. The patient tolerated the procedure well and was brought to the recovery room in satisfactory condition.¿ product identification records for the alleged gore device were not provided. On (B)(6) 2011: university of (B)(6). (B)(6), md. Resident surgeon: (B)(6), md. Brief operative report. Pre-operative diagnosis: inferior right paramedian ventral incisional hernia. Post-operative diagnosis: same. Operation: open ventral incisional hernia repair with mesh. Findings: ¿1. 5 x 5 cm fascial defect. 2. Previous synthetic mesh appreciated to left of defect. 3. 12 cm circular parietex mesh underlay placed. Fascia closed primarily over mesh.¿ anesthesia: general endotracheal. IV fluids: 2000l. Estimated blood loss: 25 cc. Urine output: 250 cc. I was present for the critical or key portions of this procedure. Specimens: none. Drains: jp drain in right lower quadrant subcutaneous hernia cavity. Complications: none. Condition: stable and well. Disposition: to post anesthesia care unit. On (B)(6) 2011: [missing records: records for full operative report of ¿open ventral incisional hernia repair with mesh¿ were not provided.] On (B)(6) 2011: (B)(6) hospitals. (B)(6), md. Resident surgeon: (B)(6) md. Brief operative report. Pre-operative diagnosis: infected surgical wound. Post-operative diagnosis: same. Operation: washout of abdominal wound. Anesthesia: general. Findings: ¿large purulent fluid collection with tracking to right lower quadrant through open wound. Wound size 12cm long x 5cm wide x 9cm deep (to fascia), widest portion of tunneled abscess cavity was 19cm wide at the inferior aspect of the wound.¿ IV fluids: 1l lactated ringers. Estimated blood loss: 10cc. Urine output: nr [unsure of meaning]. Specimens: nr. Drains: none, packed wet-dry. Complications: none apparent. I was present for entire procedure. On (B)(6) 2011: [missing records: records for full operative report of ¿washout of abdominal wound¿ were not provided.] ??/??/12: [missing records: records for the CT scan showing ¿re-formation of abscess and non-incorporation of prosthetic material¿ were not provided.] On (B)(6) 2012: (B)(6) hospitals. (B)(6), md. Resident surgeon: (B)(6), md; (B)(6), md. Operative report. Preoperative diagnosis: 1. Status post incisional ventral hernia repair (recurrent). 2. Infected prosthetic mesh. 3. Super morbid obesity. Postoperative diagnosis: 1. Status post incisional ventral hernia repair (recurrent). 2. Infected prosthetic mesh. 3. Super morbid obesity (added complexity 35%). 4. Intra-abdominal adhesions (added intraoperative time 60 minutes). Procedures: 1. Exploration of abdominal wound. 2. Explantation [sic] of previously placed parietex and gore-tex mesh. 3. Myocutaneous flaps approximately 30 centimeters x 5 centimeters in length bilaterally. 4. Ventral hernia repair with placement of strattice mesh 20 x 25 centimeters underlay. 5. Primary fascial closure. Anesthesia: general endotracheal. Estimated blood loss: 250. IV fluids: 2 liters. Urine output: 400. No blood products were used during the case. No drains were left behind. Specimens: 1. Explanted mesh. 2. Granuloma of omentum. Disposition: patient was admitted to the recovery room, then she will be transferred to the general care floor. Indications for procedure: this is a 47-year-old caucasian female who has prior abdominal surgical history significant for emergency exploratory laparotomy for ectopic pregnancy and later hysterectomy. She developed an incisional hernia of ventral abdominal wall that has been repaired twice, latest from october of 2011 was complicated by abscess of abdominal wall. Salvage of mesh was attempted operative debridement and vac dressing changes. Despite a period of closed skin, the wound continued to show evidence of infection. Latest CT-scan showed re-formation of abscess and non-incorporation of prosthetic material. The risks, benefits, and alternatives of the procedure which included a possibility of damage to underlying bowel, enterocutaneous fistula, sepsis, death, and recurrence of the hernia were all explained to the patient and after understanding and agreement she signed informed consent. Details of technique: ¿the patient had been screened in the preop holding area by anesthesia team and then she was transferred to the operating suite and placed in supine position with bilateral upper extremities extending to a 90-degree angle. All bony surfaces were padded and scd were placed on bilateral lower extremities. Preoperative dose of antibiotics as well as 5000 units of subcutaneous heparin were given half hour prior to incision. Successful general endotracheal anesthetic was achieved and the anterior abdominal wall was prepared with betadine solution and squared off by towels in sterile fashion. After induction, an og tube as well as a foley was placed obtaining clear gastric fluid as well as clear golden urine that remained so during the entire case. Time out procedure was performed by the circulating nurse. All teams were in agreement. Ioban skin barrier was placed and rest of sterile field was created with fenestrated drape. Incision was made with a 10-blade scalpel. We used a previous midline laparotomy scar and extended superiorly above the umbilicus. Initially we found significant scar tissue and inflammation in the lower midline portion of the abdomen. We decided to start midline dissection in virgin areas of her midline until good fascia was identified away of the area of concern. From there, we proceeded to dissect carefully the inferior aspect of the abdominal midline which showed significant evidence of inflammation, scarring and portions of non-incorporated mesh. Morbid obesity added an increase level of complexity to dissection of 35%, as well as difficulty ventilation by the anesthesia team as she could not lie completely flat and required positioning in reverse trendelenburg. We identified a well incorporated parietex mesh and bunched up a non-incorporated gore-tex mesh. Some of these areas had significant adhesions of omentum, that added approximately 60 minutes of time to our original surgery. Once margins of poor-quality tissue were identified we proceeded to perform a radical debridement that included the parietex and gore-tex meshes until a good margin of healthy fascia was obtained. Because prior repairs had been extended towards the left of the midline, portions of the posterior sheath of the left rectus sheath had to be taken. We did a reconstruction it however with 0 pds using interrupted stitches to decrease tension and a running stitch to recreate the lip of the margin. Additionally, we proceeded to perform a myocutaneous release along both margins separating the skin from the underlying fascia which would allow us to re-approximate the fascial edges better to midline. The however could not reach completely to midline without causing too much tension thus we decide to repair our hernia/abdominal wall defect with strattice mesh of 25 x 20 centimeters longitudinally in underlay fashion that was anchored to the fascia with 0 pds in circumferential fashion using u stitches. We were careful not to injure any underlying bowel and not to have incorporated viscera within the spaces and gaps of stitch bites. The mesh itself was taut [sic] at end result and before tying final stitches, freedom of underlying viscera and we verified that our needle, sponge, and instrument count was correct. We used antibiotic irrigation with bacitracin and saline. We check for bleeder and we were satisfied with the hemostasis. Fascial layer was closed primary on top of strattice mesh with same suture material. We then stapled the skin and placed a sterile dressing. The patient was extubated in the operating room and transferred in good and stable condition to the recovery room. She was admitted to general surgical floor for further recovery.¿ I was present for the entire procedure. Addendum: 01/31/12: it is to be noted that ms. Jeffery had also an umbilical hernia 0.5 cm diameter with a 2 cm sac intimately adhered to skin. Trying to dissect sac from skin created holes through skin. Considering risks of necrosis of umbilicus skin and exposure of underlying mesh, we elected to resect the umbilical scar as well. Repair of this hernia was included in our overall repair, extending our underlay strattice mesh above this additional defect. [Handwritten note, appearing to be from patient reads: ¿this addendum is not what they told me happened they told me my umbilicus ruptured due to a error on residents part wiping the skin up causing loss of belly button.¿] on (B)(6) 2012: [missing records: a pathology/culture report detailing analysis of the device removed during the 01/30/12 procedure was not provided.] On (B)(6) 2012: ni. (B)(6), md. Office notes. Recurrent hernia repair with excision of mesh on 01/30/12. Did well postoperatively, discharged on postoperative day 4. Post-hospitalization course complicated by wound seroma, portion of wound was open, continues to pack this small area, states that it is smaller but slow to heal. Abdomen exam: obese, no odor/drainage, inferior wound opening, 1-inch depth, appears to be granulating, possibility of stitch at base. 284.7 pounds. Impression/plan: continue with dressings, follow-up in 1 month. ??/??/11: [missing records: records for the CT scan showing ¿failed to show overt fascial defect or abscess formation¿ were not provided.] On (B)(6) 2012: ni. (B)(6), md. Office notes. Required opening of inferior aspect of midline incision on 02/10/12 for seroma formation. At baseline diet, bowel habit, activity with exception she is on 10-pound lifting restriction until wound closes. Impression/plan: open abdominal wound, abdominal pain, continue dressing changes. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for alleged unknown gore device use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the alleged unknown gore device instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿false claim¿ and ¿withdrawn complaint¿. H6: health effect impact code: f28: appropriate code/term not available for ¿false claim¿. H6: medical device component: g04088: membrane. Confirmed with outside psg that on (B)(6) 2020 the claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. The complaint will be closed as a false claim and withdrawn complaint. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. The complaint will be closed as a false claim. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2003 whereby an alleged gore device was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected mesh, mesh removal, additional surgery. Additional event specific information was not provided.